Event description:
A customer reported experiencing a cgm error 42 with their device. There was no adverse impact to the customer¿s blood glucose level. Technical support provided instructions for a pump reset, and the caller was guided through the process. After completing the reset, the error did not reappear, and the customer was able to successfully start their sensor session.